Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
On june 18, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on an unspecified day in (B)(6) 2010. The cca noted that the patient was managing her diabetes with oral medications at the time the alleged issue started. The patient denied taking any action regarding her diabetes management as a result of the alleged issue. Approximately 15 minutes after the start of the alleged issue, the patient reported feeling lethargic and shaky. The patient claimed she self treated with food and/or drink at the onset of symptoms. At the time of troubleshooting, the cca noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.